Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation, medical report was provided for review. The medical record alleges that, the patient was implanted with power port isp m.r.I. Implantable port for chemotherapy of bladder cancer via the right internal jugular vein. The tip was placed at the sinoatrial junction. One year, two months and eleven days later, the patient was admitted with fevers and chills. Blood cultures were obtained and were positive for staphylococcus epidermidis and stenotrophomonas maltophilia, with yeast cells also isolated from an aerobic blood culture bottle, and treatment with vancomycin and IV fluconazole for yeast initiated. Next day, the patient presented via ems with right leg pain and was diagnosed with an acute deep vein thrombosis. At that time, the patient was also being treated for bacteremia, bacterial infection, fungal infection and thrombosis. The port was removed five days later. Therefore, it can be confirmed that the patient had bacteremia, bacterial infection, fungal infection and thrombosis. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, d4 (medical device lot #, unique identifier (UDI) #) g3, h6 (patient, method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2017, the patient underwent port placement via the right internal jugular vein for chemotherapy for bladder cancer. Approximately one year, two months, and eleven days later, on (B)(6) 2018, the patient was diagnosed with staphylococcus epidermidis and stenotrophomonas maltophilia, which was confirmed by blood cultures. The blood cultures were also positive for yeast, consistent with fungemia. It was also reported that the patient was diagnosed with bacteremia. It was further reported that, one day later, on (B)(6) 2018, the patient was diagnosed with deep vein thrombosis. Subsequently, the port was removed on (B)(6) 2018. However, the current status of the patient remains unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed infection. However, the current status of the patient is unknown.